Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the lad. The same day, post implant, target vessel mi was adjudicated by cec. No intervention was carried out.